Manufacturer narrative:
B1: added product problem, this was omitted in the initial report in error. Additional information: the following additional information was obtained: the pump was explanted and a second pump inserted. The second pump performed appropriately. The first pump which did not perform appropriately was returned with an ra kit.

Manufacturer narrative:
Additional information noted the impella device was received, and an evaluation/analysis is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 80-year-old woman with a history of non¿st-elevation myocardial infarction and hypertension presented with nonspecific gastrointestinal symptoms. Laboratory evaluation showed a mild elevation in cardiac troponin, and the patient underwent a diagnostic cardiac catheterization, which revealed a complex lesion of the left main coronary artery. The patient returned to the cardiac catheterization laboratory the following day for a high-risk percutaneous coronary intervention supported by an impella cp device. The impella device was successfully implanted. Upon initiation of impella support, the motor current waveform was flat, the left ventricular pressure waveform did not appear, and device flow was low. Proper positioning of the device was confirmed. The clinical decision was made to exchange the pump for a new one to safely complete the procedure. The impella device was explanted according to best-practice technique, and a new impella cp device was successfully implanted. The second device functioned appropriately, and the procedure was successfully completed.